Event description:
A US distributor reported that a patient was experiencing adjust/check belt messages.

Manufacturer narrative:
Device evaluation of electrode has been completed. The reported problem (Adjust belt or Check Belt Messages) has been confirmed. Upon investigation the electrode belt did not pass the ECG falloff test. The cause was isolated to an open discharge wire in the cable connecting the ECGs. Belt was repaired and refurbished. There was no adverse event that resulted from the damaged belt.